Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. One g7 prov hi-wall liner 32mm c (zb151101) and one g7 prov neutral liner 32mm d (zb151001) was returned and evaluated. Upon visual inspection the c liner has fractured on the screw portion. Liner d has fractured on the screw portion showing a nick on the inside diameter. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reporting source- (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure the plastic liner broke. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available